Event description:
It was reported that post-operatively, the suture line did not hold, with the issue identified approximately six weeks postoperatively. Pus pimples developed in the areas where a subcutaneous thread knot was located, and stitches emerged from the scars resembling worms, only after several weeks.

Manufacturer narrative:
D10 concomitant products: sm-691, sm-691 biosyn* 4-0 und 75cm c13 x36, (lot# d4e4657fy) sm822, sm-822 biosyn* 3-0 und 75cm c13 x36, (lot# d4g4522fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a breast reduction plasty especially subcutaneous and direct skin closure, the suture line did not hold, with the issue identified approximately six weeks postoperatively. Pus pimples developed in the areas where a subcutaneous thread knot was located, and stitches emerged from the scars resembling worms, only after several weeks.